Event description:
The customers family member of customer reported via phone call that the paramedics came home due to customer went into diabetic shock on unknown date. Blood glucose level at the time of the incident was 40 mg/dl. The paramedics gave glucose tablets. Customer was used syringes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.